Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Review of the pcu event log showed that the pump module was initially programmed at 5:06 pm on (B)(6) 2016 to infuse uvc at 3ml/hr with a vtbi of 6ml. The pump continued to run until the time of the reported event with the rate having been changed to 2.5ml/hr. At 4:54 pm on (B)(6) 2016, the device was paused and then alarmed for flo stop open. The user changed the vtbi of the current infusion running at 2.5ml/hr to 5ml and started the infusion. At 6:54 pm, the primary infusion completed and the device transitioned to kvo. The user then restored the previous programming (rate = 2.5ml/hr, vtbi = 5ml) and started the infusion. At 8:55 pm, the primary infusion completed and the device transitioned to kvo. The user then changed the vtbi to 5ml and started the infusion. At 10:55 pm, the primary infusion completed and the device transitioned to kvo. The user changed the vtbi to 5ml and started the infusion. At 11:25 pm, the device alarmed for air in line. The user changed the vtbi to 5ml and started the infusion. At 11:32 pm, the device alarmed again for air in line. At 11:42 pm, the device was channeled off, shutting down and powering off the system. The volume recorded as being infused during this period was 16.491ml. The starting volume of the fluid container cannot be verified from the device logs. The pump module was received in overall good condition with the instrument seal intact and no observed anomalies. Functional testing found the pump module to be delivering fluid within specification. The root cause of the overinfusion was not identified. The disposable set in use was not returned for investigation.

Event description:
The customer reported that a pump was programmed to infuse d10tpn at 2.5ml/h for 24 hours with a volume limit set at 5ml. Review of the pump logs by the facility indicated the pump alarmed appropriately for volume limit of 5ml and was reset every 2 hours. After 6 hours of infusion, the pump alarmed 'air in line' and it was then discovered that the entire volume of tpn had infused, approximately 256mls. The patient's glucose level was monitored and was 626 after the event; no other intervention was reported. Testing of the device by the facility biomed revealed the pump was infusing correctly.